Event description:
It was reported that the coil prematurely detached during delivery and was successfully retrieved with a snare. No injury was reported with the patient as a result of the event.

Manufacturer narrative:
It was reported the device involved in the event will not be returned for evaluation as it was discarded. (B)(4).